Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device for mechanical circulatory support (mcs) and the following day escalated impella 5.5 device. The patient was intubated and sedated on impella 5.5 support. The pump had one suction, and it was noted the patient might have coughed right before impella in aorta alarms per nursing staff. Upon checking echocardiogram images, it was noted the impella was migrated to aorta. This occurred one day after start of the impella 5.5 support. Performance level was dropped to p-2 and the surgeon was called to repositioned. The surgeon was unable to cross back to aortic valve and required to explant. The surgeon requested to check if catheter lock was appropriate because felt a little loose than expected give past use experience. It is unknown if the impella 5.5. Was replaced or if mcs therapy was subsequently required. However, outcome at explant noted the patient survived and was in stable condition.